Event description:
It was reported that during reprocessing of the mega suturecut needle driver instrument, it was noted that the wire was frayed at the tip of the instrument. No missing or fallen pieces were reported

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was found to be broken at the distal idler. The idler pulley spun freely and does not exhibit damage. The cable segment stuck out at the wrist. Other cables at wrist were not damaged. No other damage was found.